Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a high blood glucose of 408 mg/dl, and feels that there may have been an occlusion at the insertion site. The customer stated that she experienced a low blood glucose of 47 mg/dl prior to this. The customer stated that she exercised, and gave the correct amount of insulin, but her blood glucose went low. The customer stated that she treated with food, and her blood glucose went high. When removing the infusion set, the customer saw blood at the tip of the cannula. The customer declined to troubleshoot for high or low blood glucose levels as she felt she knew why her blood glucose levels went low and then high. Nothing shipping or returning.